Event description:
The pt was implanted with a left ventricular assist device (lvad). A device tracking form was submitted to the manufacturer indicating that the pt had a pump exchange due to thrombosis.

Manufacturer narrative:
(B)(4). The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.